Manufacturer narrative:
This is default text configured for block h10.

Event description:
Severe knee infections [arthritis bacterial]. Case narrative: this is a serious, spontaneous case received from a physician in australia. This report concerns four patients, unknown age and gender, who experienced severe knee infection during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration, route and dose for an unknown indication. Lot number and expiration date were not available. This case describe the second patient out of four patients. On an unknown date, the physician reported that he had treated four patients in the past two years who developed severe knee infections following the euflexxa injections. He said the infections were due to the syringe picking up bacteria from a patient's skin and transporting it into their knees. Action taken with euflexxa was unknown. The event of knee infections was medically significant. At the time of reporting, the outcome of events was unknown. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Reference ids: internal # - others = (B)(4) (same reporter).